Manufacturer narrative:
Follow-up # 1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, all of the keypad buttons were found to respond appropriately and were functional. The keypad cover was removed and evidence of contamination was found under the up arrow, down arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked at the threads and the battery cap threads were stripped. No contamination was found on the battery compartment.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow and ok keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.